Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided . A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: rn. H4: device manufacture date: unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient was given 4k of heparin at 7:45am. The tr band was placed at 8:15am. The tr band was removed, and a small hematoma appeared. Pressure was held and the hematoma was resolved. There was no blood loss. Timeline of events: 7:45am: 4k heparin given, 8:15am: tr band applied , 9:00am: release of air started with 2ml, 9:10am: 2ml released, 9:20am: 3ml released, 9:25am: 3ml released, 9:30am: 3ml released, 9:40am: band removed, hematoma visualized, pressure held . Additional information was received on 19jun2025: heart catheterization was performed prior to using the tr band. 13ml of air were injected into the tr band when it was applied. 45 mins after application the tr band started to deflate. There was no noticeable damage to the device. The patient was stable. Name plate had the hands.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One tr band was returned to terumo medical corporation for assessment. The sample was subject to visual analysis. There are no damage or deformities on the band or balloon assembly. There is 0ml left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the inflation balloon or balloon assembly. The sample passed leak testing. The sample was subject to additional leak testing per qa287 rev 2. 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours, the air was removed and 13ml of air remained in the band. The sample passed additional leak testing. One tr band was returned for assessment. No damage or deformities were noted on the band or balloon assembly. The sample was subject to leak testing and no leaks were observed from the balloon assembly or inflation balloon. The complaint cannot be confirmed for air flow issues because the returned device passed all leak testing, and no damage or deformities were noted on the band or balloon assembly. The exact root cause cannot be determined. No failure mode was detected on the returned device. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).